Event description:
The customer reported that the probe of the ortho provue analyzer was bent. The fe discovered that the probe was dripping when he was on site to perform service. No information was provided regarding error messages or codes. Probe issues may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definite root cause was determined. Two ocd field engineers were at the customer site and performed service. Replacement of the probe, wash station and probe alignments were performed by the first fe on (B) (6) 2009. The second fe went on site and replaced a defective sample supply crown and syringe. Service conducted by both fe's has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this repair. (B) (4).